Event description:
It was reported that the patient is having her device replaced for an unknown reason. The response was received from the physician regarding the reason for referral being due to a "product malfunction", but no further details were provided. No additional or relevant information has been received to date.

Event description:
Additional information was received from an implant card that the patient¿s generator was replaced. The explanted device was discarded. It was noted the device was replaced due to near end of battery life.